Event description:
It was reported to boston scientific corp in 2008 that a spyglass direct visualization probe was used during an endoscopic retrograde cholangiopancreatography procedure performed the same day. According to the complainant, while testing the probe during prep, it was discovered that "the probe had no picture, no visualization." It was further reported that this was the first use of the probe. The physician completed the procedure with another spyglass direct visualization probe. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.